Event description:
It was reported that a remote transmission showed that the atrial lead triggered an impedance warning for high impedance on (B)(6) 2013. It was also noted that there was potential noise on the atrial lead electrogram and there was a high atrial threshold measurement on (B)(6) 2013. The atrial lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: d314drm implantable cardioverter defibrillator (ICD), (B)(6) 2012. (B)(4).